Manufacturer narrative:
There was no malfunction observed during the procedure. Because the device was discarded, it is not possible to determine what role, if any, an apyx medical product may have had in the patient experiencing a burn. If more information becomes available, a supplemental report will be filed as appropriate.

Event description:
An apyx medical clinical specialist reported on 10feb2023 that they received a report from aesthetic plastic surgical institute indicating a patient experienced a burn after a surgical procedure performed on (B)(6) 2023 in which renuvion was also used as part of the overall surgical procedure. The surgeon who performed the procedure stated there was no device malfunction but that they believe renuvion may have caused or contributed to the patient's burn.